Event description:
It was reported that there was early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. The device recorded eri (elective replacement indicator) on (B)(6) 2009 approximately 34 months after implant. Preliminary analysis found that the device had no telemetry or output. The device developed high current drain some time after (B)(6). The current drain caused the rapid depletion of the battery. Upon further analysis, the low battery voltage was confirmed. However, after extensive long term monitoring and temperature cycling, a high system current drain condition was not confirmed in this device. Several attempts to observe and or induce an abnormal current drain in the device were made without success. Therefore, a cause for the early battery depletion could not be determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. The device recorded eri (elective replacement indicator) on (B)(6), 2009 approximately 34 months after implant. Preliminary analysis found that the device had no telemetry or output. The device developed high current drain some time after (B)(6). The current drain caused the rapid depletion of the battery. Upon further analysis, the low battery voltage was confirmed. However, after extensive long term monitoring and temperature cycling, a high system current drain condition was not confirmed in this device. Several attempts to observe and or induce an abnormal current drain in the device were made without success. Therefore, a cause for the early battery depletion could not be determined. Battery - electrolyte leakage. Based on the measurements and the destructive analysis results, no internal short occurred in the battery due to the anode separator opening.